Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that upon removal, the top of the pledget pulled apart leaving pieces of the tampon inside. She is confident that she was successfully able to manually remove all pieces, and medical attention was not required. She also stated that she is satisfied and no further follow ups are tasked.